Manufacturer narrative:
A clinical evaluation was performed. The patient was not connected at the time of the fluid leak. There was no harm or injury. The device was not returned to the manufacturer for physical evaluation. There was no additional information. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
The peritoneal dialysis (pd) nurse reported that during training of a pd patient on the liberty cycler, there was a leak when the cassette was removed. The nurse stated that the cassette was ruptured. The patient was not connected at the time, and a dummy tummy was being used during training. The cycler was replaced.